Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump received with protruded drive support disk.

Event description:
The customer reported that the insulin pump was functioning properly, but the cap is flush on one side and protruding on the other side. The blood glucose reading was 178mg/dl. Troubleshooting was performed. The drive support cap was flush/protruded. Advised the customer to disconnect from the insulin pump and revert to back up plan. No further information was provided.